Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-lead fixation, upn: m365db-4600c0, model: db-4600-c, serial: n/a, lot: 23746158. Product family: dbs-ipg-r-MRI upn: m365db1200s0, model: db-1200-s, serial: (B)(4), lot: 737133. Product family: dbs-extension, upn: m365nm3136550, model: nm-3136-55 , serial: (B)(4), lot: 7040494. Product family: dbs-extension, upn: m365nm3136550, model: nm-3136-55, serial: (B)(4), lot: 7041441. Product family: dbs-linear leads (left lead), upn: m365db2202450, model: db-2202-45, serial: (B)(4), lot: 5156024.

Event description:
It was reported that the patient experienced an ongoing infection at the deep brain stimulation dbs lead site, burr hole site, and implantable pulse generator ipg site. The patient had been administered IV antibiotics, however, the infection did not resolve and dehiscence developed, exposing the right lead. The patient underwent an explant procedure where all devices but the left lead and left burr hole cover were removed. Post-operatively, the patient is doing as expected. The devices remain at the medical facility.